Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial result was 127 mmol/l. The repeat result was 137 mmol/l. The repeat result was believed to be correct as it corresponded to the patient¿s clinical history. It is not known if the questionable result was reported outside of the laboratory. The na electrode lot number was kg1182. The expiration date was not provided.

Manufacturer narrative:
The field service engineer (fse) found a spring was deformed in the pipetting arm. The spring was replaced and the issue was resolved. No further information was provided by the customer. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.